Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2008 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with hysterectomy due to stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, infection, urinary/bowel problems, dyspareunia, neuromuscular problems, unable to urinate and vaginal scarring. (B)(4) ¿ urinary/bowel problems; dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: 67, 92 no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic supracervical hysterectomy, anterior colporrhaphy and cystoscopy.

Manufacturer narrative:
Date sent to the FDA: 07/13/2016.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. Following insertion, the patient experienced pain, infection, urinary/bowel problems, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4).